Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic meter. The pt's blood glucose results were 210 and 157mg/dl. Tests were done within 10 mins. Control solution was 107 (range 98-130). Pt using "different fingers". Pt did not experience any adverse events. No further info has been reported.